Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was to be used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device was advanced down the scope and when it came out of the scope, it was improperly positioned. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; "the bent cut wire".

Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4): (orientation). A visual examination of the returned device found that the working length along with the cut wire was twisted, the cut wire was bent, and the distal tip was smashed/cracked. A functional evaluation found that the device's initial orientation was out of specification due to the twisted and bent cut wire. Functionally, the tome was able to meet the minimum bowing specification, however, it would not bow in plane due to the bent wire. The condition of the returned incident device was consistent with the complaint that the device was improperly positioned due to the bent cut wire. During manufacturing, tome devices are 100% inspected for working length, cut wire and tip integrity so the bend likely occurred due to procedural factors. Therefore, the most probable root cause is device operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.